Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes loss of capture post-implant. The pocket was re-opened, and the pulse generator was tested. Loss of sensing and high lead impedance were observed on the atrial lead. A new pulse generator was placed and the atrial lead was repositioned several times with the same results. Subse- quently, the lead was replaced.